Event description:
A report was rec'd stating that during sterile re-processing of the used tracheostomy tube, the internal wiring was found exposed. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has rec'd the device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a f/u report detailing the results of the eval once it is completed.